Event description:
It was reported that an ilet pump¿s screen cracked, with the user unsure of the cause and suggesting it could have occurred while carrying the device in a pocket with keys; the device otherwise functioned normally and blood glucose control was reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included a device replacement shipment and instructions provided for data sync, shutdown to avoid alerts, and return of the original unit, while the user continued cgm use. Investigation included customer service troubleshooting and logistical review of replacement and return. Investigation of this device revealed physical damage to the display consistent with external impact, with no performance issues reported for pumping or alerts, and no data transfer between devices per standard process. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to a manufacturing defect.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.